Manufacturer narrative:
The stent delivery system was returned together with the stent partially deployed. Approximately 3mm of the stent had been deployed which had released the first two loops of the deployment suture. Examination of the suture thread noted that the thread appeared to have some damage approximately 9 cm from the tip of the catheter. Microscopic examination revealed that two loops of woven thread appeared to be pulled / unraveled. This is consistent with the thread or fiber potentially, having got caught on an unidentified object. The remainder of the stent deployed successfully, with no other issues noted. Microscopic examination of the stent found no evidence of unraveling or damage to the returned stent body. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was implanted within the superior lung lobe of a patient with a malignant tumor, during a stenting procedure on (B)(6), 2011. According to the complainant, during the procedure the physician noted that there was an unraveled fiber at the distal end of the stent. The physician stated that he did not pull the fiber. As a result of the unraveled stent, the stent was not implanted. The procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was implanted within the superior lung lobe of a patient with a malignant tumor, during a stenting procedure on (B)(6), 2011. According to the complainant, during the procedure the physician noted that there was an unraveled fiber at the distal end of the stent. The physician stated that he did not pull the fiber. As a result of the unraveled stent, the stent was not implanted. The procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. On (B)(6), 2011, it was reported to boston scientific that the stent was not deployed, or released. The complainant also stated that the deployment suture and the retention suture were not broken, and no part of the stent unraveled. Preliminary investigation results at the time the new information was received, revealed that the stent was partially deployed. Therefore, this event remains reportable.